Manufacturer narrative:
Investigation summary: cardiac arrest/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 50-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage c shock. During support, the patient experienced a cardiac arrest and subsequently expired, with no additional clinical details available beyond the report that the patient ¿coded and expired on support¿. There were no allegations of device malfunction, no request for device replacement, no product returned, and no data download required. Based on the available information, the cardiac arrest and subsequent death appear clinically attributable to the patient¿s underlying ami/cgs and critical condition. No evidence has been identified to suggest device performance contributed to the event. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining condition.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.